Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user observed insulin leaking from the back of a filled cartridge, then changed supplies and resumed delivery; persistent hyperglycemia followed until the user disconnected, verified insulin flow through the tubing, and replaced the infusion site with guidance, after which insulin delivery resumed. Symptoms included hyperglycemia with a reported peak of 400 mg/dl and duration outside target for approximately one day, without ketone testing, backup therapy, or medical intervention. Outcomes included transient loss of glycemic control without hospitalization or long-term impairment. Investigation included troubleshooting to confirm proper insulin flow through the tubing and replacement of the infusion set, with review of user technique and site condition. Investigation of this case revealed a cartridge leak with unknown lot and no device alarms, while bleeding and significant scar tissue at the leg infusion site were noted; the leak source was not replicated after site replacement, and normal delivery resumed, indicating a probable product performance issue limited to the prior cartridge or set and potential contribution from insertion site condition. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate due to unavailable lot traceability and inability to reproduce the leak after replacing infusion supplies.